Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the cardiosave intra-aortic balloon pump (iabp). The stm noted the unit was charged on arrival and no indications of a fault were found in the logs. The battery was discharged enough to verify charging. The stm showed the hospital clinical engineering the location of the ac power and battery status. The stm completed all functionality and calibration checks and all passed to factory specifications. The unit was cleared for clinical use and released to the customer. The full event site name is (B)(4).

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) battery will not charge. It is unknown under which circumstances this event occurred or if a patient was involved; however, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h6 (patient code), h10. A getinge service territory manager (stm) made an attempt to contact the customer to obtain additional information. The customer responded that the issue had occurred during use.

Event description:
It was reported during use on a patient, it was found that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. It is unknown if there was any patient harm/injury; however there was no adverse event reported.

Manufacturer narrative:
Update fields: b4,g4,g7,h2,h10,h11. Corrected fields: operator of med. Device (d5).

Event description:
It was reported during use on a patient, it was found that the cardiosave intra-aortic balloon pump (iabp) battery would not charge. It is unknown if there was any patient harm/injury; however there was no adverse event reported.